Manufacturer narrative:
Retainer ring = clear. On (B)(6) 2021, the customer alleged hospitalized high bg, pump under delivery, unexpected battery power loss and cosmetic damage on the case. The test p-cap locks properly in place in the reservoir compartment noted. Thus and carelink software was utilized and downloaded trace/history files properly. In further full review of the pump history found no data on the event date of (B)(6) 2021; however, on (B)(6) 2019, there is no unexpected alarms/suspends and found multiple bolus deliveries that the customer manually programmed and the daily total of bolus insulin delivered are 10u. The adapt tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No power loss alarm noted during testing or in the pump trace download. No moisture or component damage during the visual inspection of the electronic and battery tube assembly. Pump received with pillowing keypad overlay and cracked retainer. In further full review in the pump history found no power loss alarm on the event date of (B)(6) 2021; however, found: low battery alert on (B)(6) 2019 at 06:37, insert battery alarm on (B)(6) 2019 at 16:51:47, 17:01:34 and 17:11. Replace battery alert on (B)(6) 2019 at 16:08 and 16:18. Replace battery now alarm on (B)(6) 2019 at 16:39, 16:49 and 17:02 power loss alarm on (B)(6) 2019 at 16:50:23, 16:50:34, 16:50:48, 16:52:22, 16:52:34, 17:13:23 and 17:13:35. Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. No unexpected low battery alert, insert battery alarm, replace battery alert, replace battery now alarm or power loss alarm noted. In summary, pump passed all required testing. Unable to verify customer alleged for high bg. Cosmetic damage was confirmed at the retainer and keypad overlay. Customer alleged not confirmed for pump under delivery and unexpected battery power loss. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated analysis summary by (B)(6) on (B)(6), 2022. S/w 4.11j retainer ring = clear. On (B)(6), 2021, the customer alleged hospitalized high blood glucose, device under delivery, unexpected battery power loss and cosmetic damage on the case. The test p-cap locks properly in place in the reservoir compartment noted. Thus and carelink software was utilized and downloaded trace/history files properly. In further full review of the device history found no data on the event date of may 27, 2021; however, on (B)(6), 2019, there is no unexpected alarms/suspends and found multiple bolus deliveries that the customer manually programmed and the daily total of bolus insulin delivered are 10u. The adapt tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No power loss alarm noted during testing or in the device trace download. No moisture or component damage during the visual inspection of the electronic and battery tube assembly. Device received with pillowing keypad overlay and cracked retainer. In further full review in the device history found no power loss alarm on the event date of may 27, 2021; however, found: low battery alert on may 16, 2019 at 06:37 insert battery alarm on (B)(6) 2019 at 16:51:47, 17:01:34 and 17:11.replace battery alert on (B)(6), 2019 at 16:08 and 16:18.replace battery now alarm on (B)(6), 2019 at 16:39, 16:49 and 17:02 power loss alarm on (B)(6), 2019 at 16:50:23, 16:50:34, 16:50:48, 16:52:22, 16:52:34, 17:13:23 and 17:13:35 device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at (B)(4). No unexpected low battery alert, insert battery alarm, replace battery alert, replace battery now alarm or power loss alarm noted. N summary, device passed all required testing. Unable to verify customer alleged for high blood glucose. Cosmetic damage was confirmed at the retainer and keypad overlay. Customer alleged not confirmed for device under delivery and unexpected battery power loss. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report.

Event description:
Information received by medtronic indicated that the customer was hospitalized on (B)(6), 2019 due to hyperglycemia. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery analysis test. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. The adapt tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No power loss alarm noted during testing or in the device trace download. No moisture or component damage during the visual inspection of the electronic and battery tube assembly. Device received with pillowing keypad overlay and cracked retainer. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had crack and was not working. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.